Event description:
It was reported that this patient with a pacemaker had ventricular episode in which there was noise that was being oversensed resulting in a pause in pacing for five seconds. Technical services recommended to perform isometrics to see if the noise could be reproduced. Additional information was requested from the field representative whether this was a true arrhythmia however, no information could be obtained. At this time, the device remains in service. No adverse patient effects were reported.